Event description:
It was reported that the stent dislodged in the sheath during prep; however, it was not noticed until after the device was advanced to the lesion and was ready for deployment. A search of the prep table found the stent inside the sheath. Another 3.5x12 mm rx vision was used to complete the procedure. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the multi-link rx vision stent delivery system (sds) was not returned, only the dislodged stent was returned. The dislodged stent was returned on the stylet inside the protective sheath. There was no blood or contrast visible. There was no damage noted to the stent, stylet, or protective sheath. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The stent outer diameters and inner diameter of the protective sheath were measured and met manufacturing criteria. It was reported the stent dislodgement was not noted until the sds was already advanced into the patient anatomy. It should be noted in the vision instructions for use (IFU) it states: "prior to using the multi-link vision css, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.